Event description:
It was reported that, post a coronary drug eluting stenting treatment procedure the pt died and a thrombosis was found on autopsy. The pt had two taxus express2 drug eluting stents, sizes 2.75x24mm (lot #8333051) and 3.0x16mm (lot #8281200) implanted. It is unk in which coronary vessel each stent was implanted. Fifty nine days later, the pt died. An autopsy following the death demonstrated that "... The stent in the left anterior descending coronary artery is occluded by a thrombus." No additional info is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.